Event description:
During surgery, the surgeon adjusted the operating light and immediately after, the light central handle broke off, fell on surgeon's head and onto the open wound of the pt. The surgeon was not injured and the pt was given added antibiotic. (B) (4). (B) (4).

Manufacturer narrative:
The hospital's biomedical engineer repaired the broken handle and verified proper operation of the surgical light. The biomedical engineer examined the handles of the remaining hanaulux 2005 lights at the facility and verified the remaining handles were in good condition. After the eval of the broken handle components, maquet sa believes the most probable explanation for this event is the application of an excessive force to the handle that is inconsistent with the normal operation of the light. There is insufficient evidence to determine the exact root cause of the incident. However, this type of break could result from a collision with another light or operating room device. Hanaulux 2005i lights comply with the standards for luminaries - (B) (4) and (B) (4) - that include load tests on the handle. Maquet inc. Submits this report on behalf of the device mfg facility. Maquet s.a. Provides product failure investigation, analysis and resolution for the device described in this report.